Manufacturer narrative:
This report number is void. It was reported by the user facility that the medical device listed in the original report was not involved as part of this event.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
Revision surgery on (B)(6) 2015 instability/dislocation. Tornier "legacy" implant stem, humeral head, and glenoid were removed. Tornier ascend flex device was implanted without incident.